Event description:
Following the detachment of the last coil into the left paraclinoid/ophthalmic aneurysm, the final loop of the coil herniated into the carotid terminus. The tail of this loop was noted to extend along "the a1 origin on the left along the posterior wall." There was no emboli or impairment of the flow so the physician left the tail protruding from the aneurysm. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(B) (4). Coil protrusion.